Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date (B)(6) 2023. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 167000 (16.7 u). Daily total of basal insulin delivered: 167000 (16.7 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Upon checking the formatted history file: low reservoir alert was recorded and found in the formatted history file on: (B)(6) 2023 08:09:00.000. (B)(6) 2023 14:29:00.000. Reservoir estimate at 0 u was recorded and found in the formatted history file on: (B)(6) 2023 20:22:00.000 . No delivery after estimate zero was recorded and found in the formatted history file on: 09/29/2023 06:14:00.000. Low reservoir alert was expected since the low reservoir limit setting has been reached, for units. No delivery after estimate zero was expected since the pump alerted reservoir estimate at 0 u. The low reservoir reminder alarm was set for 50 units, installed a water filled reservoir and primed the pump. Verified the units left in the test p-cap/reservoir and the units left on the display (59 units). 9 unit bolus were programmed and delivered. The low reservoir alarm activated properly at 50.0 units left. The low reservoir reminder alarm was set for 20 units, installed a water filled reservoir and primed the pump. Verified the units left in the test p-cap/reservoir and the units left on the display (38 units). 18 unit bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir anomaly and absence of reservoir estimate at 0 u, or no reservoir detected alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Low reservoir anomaly, absence of reservoir estimate alert and absence of occlusion alarm/no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event and received a low reservoir alarm. The customer experienced symptoms such as headache and abdominal pain and was treated in the hospital for diabetic ketoacidosis. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smart guard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue to use the device. The insulin pump will be returned for analysis.

Event description:
Continuous glucose monitoring was not in use, therefore auto mode was not active" and "other symptoms included: headache, reverse peristalsis, abdominal pain, and 3+ ketone levels.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.